Event description:
It was reported the pt's pump device had a motor stall. An alarm was heard and the stall was confirmed by telemetry. A volume discrepancy was also reported. The medications being delivered via the device system were bupivicaine and dilaudid.

Manufacturer narrative:
(B)(4).